Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for high blood glucose. The mother stated that the daughter's insulin pump alarmed with a button error that morning. The patient's blood glucose at the time of incident exceeded 490 mg/dl. The customer treated with a bolus. However, she experienced vomiting, high heart rate, and high blood pressure as a result of the hyperglycemia. She also went into diabetic ketoacidosis. The daughter was hospitalized in the ICU for four days before being released. Additionally, the mother reported that the daughter's cannula was bent prior to the hospitalization, but the pump failed to alarm with no delivery. Due to the delivery anomaly and the button error, the customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.